Event description:
Plaintiff alleges that in 2001, during their employment at the healthcare systems as a respiratory therapist. They mistakenly put on latex gloves, believing they were synthetic gloves. Plaintiff further alleges that as a result of putting on a latex glove, the plaintiff had a serious allergic reaction to the latex, which required emergency treatment. Plaintiff alleges experiencing extreme itching and difficulty breathing and subsequently, in december 2001, suffering from recurrent symptoms associated with wheezing and shortness of breath. Plaintiff also alleges that on or about october 2001, that their employer had ordered 42 boxes of esteem powder-free synthetic exam gloves, but had been shipped positive touch powder-free latex exam gloves by defendant.